Event description:
Customer said the pad sparked and burnt her sheet. The cord is burnt all black and the housing of the switch is burnt black. The pad was returned for investigation. The product returned was manufactured in 1981. The pad is more than 35 years old. The investigator observed that the customer was misusing the pad. The customer was wrapping the cord around the pad after use. This caused stress at the strain relief of the cord. The cord eventually broke and produced sparks during use. The customer was also laying on the pad and refolding the pad.